Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Four batteries ((B)(4)) are being investigated under a different complaint ((B)(4) - MFR number-3007042319-2017-00028). The returned batteries under (B)(4) passed visual and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Two batteries was not returned for evaluation, (B)(4). Review of the manufacturing documentation confirmed that the associated devices met all requirements for release.  Analysis of the devices could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices were returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial (B)(4), catalog #1650de, exp. Date: 11/30/2016, mfg. Date: 02/02/2016. Serial (B)(4), catalog #1650de, exp. Date:01/31/2016, mfg. Date: 05/29/2015.

Event description:
It was reported by that the patient's batteries were power switching. Log files were sent. Exchange of the batteries was done. No consequence to patient. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.